Manufacturer narrative:
The return of the product is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed, and reporting would be updated at that time. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this implantable pacemaker alerted for safety mode switch during device interrogation. The patient confirmed they have not experienced any symptoms. It was noted the patient normally has pacing 40 percent of the time with an underlying rhythm. Technical services (ts) was consulted and recommended the device be replaced as soon as possible and to have the patient admitted if any concerns about the wellbeing of the patient. It was unknown at this time if the patient was admitted while waiting for the device revision. Additional information received advised the patient was scheduled for a device revision on 07 january and was rescheduled to 09 january. The device is expected to return once explanted and will be replaced with a boston scientific device. At this time, the device remains in service. No adverse patient effects were reported. Received additional information the device was explanted and replaced successfully with a boston scientific pacemaker. The explanted device is expected to return for analysis. Outside of the revision, there were no adverse patient effects reported.

Manufacturer narrative:
D6a field correction - implant date updated from (B)(6) 2013 to (B)(6) 2013. Report number: 2124215-2025-00606.

Event description:
It was reported that this implantable pacemaker alerted for safety mode switch during device interrogation. The patient confirmed they have not experienced any symptoms. It was noted the patient normally has pacing 40 percent of the time with an underlying rhythm. Technical services (ts) was consulted and recommended the device be replaced as soon as possible and to have the patient admitted if any concerns about the wellbeing of the patient. It was unknown at this time if the patient was admitted while waiting for the device revision. Additional information received advised the patient was scheduled for a device revision on (B)(6) 2025 and was rescheduled to (B)(6) 2025. The device is expected to return once explanted and will be replaced with a boston scientific device. At this time, the device remains in service. No adverse patient effects were reported. Received additional information the device was explanted and replaced successfully with a boston scientific pacemaker. The explanted device is expected to return for analysis. Outside of the revision, there were no adverse patient effects reported.

Event description:
It was reported that this implantable pacemaker alerted for safety mode switch during device interrogation. The patient confirmed they have not experienced any symptoms. It was noted the patient normally has pacing 40 percent of the time with an underlying rhythm. Technical services (ts) was consulted and recommended the device be replaced as soon as possible and to have the patient admitted if any concerns about the wellbeing of the patient. It was unknown at this time if the patient was admitted while waiting for the device revision. Additional information received advised the patient was scheduled for a device revision on 07 january and was rescheduled to 09 january. The device is expected to return once explanted and will be replaced with a boston scientific device. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
D6a field correction - implant date updated from (B)(6) 2013 to (B)(6) 2013. Report number: 2124215-2025-00606.

Event description:
It was reported that this implantable pacemaker alerted for safety mode switch during device interrogation. The patient confirmed they have not experienced any symptoms. It was noted the patient normally has pacing 40 percent of the time with an underlying rhythm. Technical services (ts) was consulted and recommended the device be replaced as soon as possible and to have the patient admitted if any concerns about the wellbeing of the patient. It was unknown at this time if the patient was admitted while waiting for the device revision. Additional information received advised the patient was scheduled for a device revision on (B)(6) 2025 and was rescheduled to (B)(6) 2025. The device is expected to return once explanted and will be replaced with a boston scientific device. At this time, the device remains in service. No adverse patient effects were reported.